Manufacturer narrative:
Findings: pump received with intermittent esc and down button response due to unlocked j2 keypad connector on lcd board. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 9mmol/l. The customer stated that the pump was dropped on table and esc button and arrow done button are broken. The customer was advised to return pump and will be replaced.